Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up with a device that was post-paced t-wave oversensing. The patient did not receive therapy. It was recommended to reprogram the device.

Event description:
New information indicated that the patient received inappropriate high voltage therapy.

Event description:
New information indicated the device was reprogrammed in the past but post-paced t-wave oversensing issue remained. Further programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.